Manufacturer narrative:
Product complaint # (B)(4). (B)(4). The device associated with this report was not returned for evaluation. The investigation could not draw any conclusions about the reported event without the device to examine. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
It was reported that during a right shoulder revision, dr. H was explanting locking screws in the metaglene. As she was trying to take the screws out, the prongs at the end of the green locking screw driver broke off. All pieces were retrieved from the patient. Surgery time was extended by roughly ten minutes as we trued to use other screw drivers and rongeurs to get the locking screw out of the metaglene. The broken green locking screwdriver was discarded by the scrub tech .